Event description:
Customer reported receiving a no delivery alarm on the insulin pump. The blood glucose reading was 49 mg/dl and customer treated with juice. Customer was assisted in clearing the alarm and advised to disconnect and then reconnect the tubing and reservoir. She was advised to manually push the plunger very slowly and verify if insulin exited the tubing and customer reported that it did. She stated that the insulin pump did not alarm no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.